Manufacturer narrative:
Complaint conclusion: a slalom thrill (kit/6/40/s) was inserted and inflated; however, it ruptured. Therefore, it was replaced with a new balloon catheter and the procedure was completed. There was no reported patient injury. The physician commented that s/he might have broken the slalom thrill during the insertion due to acute angulation. This was a shunt percutaneous transluminal angioplasty (pta) case. Initially, an unknown balloon catheter (4 mm) was used as a pre-dilation but it was difficult to be inflated. The patient did not have an infectious disease. The device was not returned for analysis. A product history record (phr) review of lot 17636407 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of acute angulation may have contributed to the reported event as the procedure performed was a shunt pta case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill (kit/6/40/s) was inserted and inflated; however, it ruptured. Therefore, it was replaced with a new balloon catheter and the procedure was completed. There was no reported patient injury. The physician commented that s/he might have broken the slalom thrill during the insertion due to acute angulation. This was a shunt percutaneous transluminal angioplasty (pta) case. Initially, an unknown balloon catheter (4 mm) was used as a pre-dilation but it was difficult to be inflated. The device will not be returned for analysis. The patient did not have an infectious disease.